Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse troubleshooting alarm 14 (probe out of range). Patient temperature (pt) was reading 36.4c in an arctic sun device. Patient temperature remained stable when flexing temp in cable. Targeted temperature (tt) was 37c, water temperature (wt) was 25c, flow rate (fr) was 3.7lpm. Event log also shows alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temp). Explained these alerts are indicative of issues with the temperature in cable or the probe. In just a couple of minutes the patient temperature dropped from 36.4c to 36c. If replacing the temperature in cable did not resolve these alarms, patient probe should be replaced. Advised calling back if they get any other alarms.

Manufacturer narrative:
Received condition: n/a, the device was not returned. Reported issue: it was reported that the nurse troubleshooting alarm 14 (probe out of range). Reported issue root cause: the root cause could not be definitively identified. Repairs related to the reported issue: patient temperature (pt) was reading 36.4c in an arctic sun device. Patient temperature remained stable when flexing temp in cable. Targeted temperature (tt) was 37c, water temperature (wt) was 25c, flow rate (fr) was 3.7lpm. Event log also shows alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temp). Explained these alerts are indicative of issues with the temperature in cable or the probe. In just a couple of minutes the patient temperature dropped from 36.4c to 36c. If replacing the temperature in cable did not resolve these alarms, patient probe should be replaced. Advised to call back if they get any other alarms. The reported event was inconclusive. The root cause could not be definitively identified. Patient temperature (pt) was reading 36.4c in an arctic sun device. Patient temperature remained stable when flexing temp in cable. Targeted temperature (tt) was 37c, water temperature (wt) was 25c, flow rate (fr) was 3.7lpm. Event log also shows alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temp). Explained these alerts are indicative of issues with the temperature in cable or the probe. In just a couple of minutes the patient temperature dropped from 36.4c to 36c. If replacing the temperature in cable did not resolve these alarms, patient probe should be replaced. Advised to call back if they get any other alarms. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse troubleshooting alarm 14 (probe out of range). Patient temperature (pt) was reading 36.4c in an arctic sun device. Patient temperature remained stable when flexing temp in cable. Targeted temperature (tt) was 37c, water temperature (wt) was 25c, flow rate (fr) was 3.7lpm. Event log also shows alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temp). Explained these alerts are indicative of issues with the temperature in cable or the probe. In just a couple of minutes the patient temperature dropped from 36.4c to 36c. If replacing the temperature in cable did not resolve these alarms, patient probe should be replaced. Advised calling back if they get any other alarms.